Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a leadless implantable pulse generator (ipg), acceptable measurements could not be obtained after the device was deployed and recaptured many times. It was noted that device impedance and r-wave measurements were low, and thresholds were higher than what was acceptable. The system was eventually removed and replaced. No patient complications have been reported as a result of this event.